Event description:
It was reported during a stent procedure, the stent would not cross the lesion. The delivery system was pulled back through the guiding catheter, contrary to instructions for use, and the stent was dislodged and lost in the coronary. No attempt was made to retrieve the stent. The pt was discharged, and no pt injury was reported.